Event description:
During a pta to the superficial femoral artery (left or right, size of vessel both unknown) using an ipsilateral approach from the femoral artery, the balloon burst below rated burst pressure. There was severe calcification, mild vessel tortuosity and 90% stenosis at the target site. There was no adverse consequences to the patient. Another balloon (brand and size unknown) was used to successfully complete the procedure. As per the reporting affiliate, no additional information is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.